Event description:
Five of five pts who received platellets using filters had febrile reactions. The symptoms experienced by the pts ranged from feverspikes and chills to tachycardia and dyspnea. The pts consequently required demerol and/or benadryl to control the symptoms. Their reactions were transitory without residual effects. No samples are available for testing and should be obtained from MFR.